Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hodgkin's disease, perineal pain, pelvic pain, scarring and pulmonary embolism in (B)(6)2016. Current weight 220 lbs. Concurrent conditions included abdominal pain, right lower quadrant pain, nausea, vomiting, hyperplasia, benign cervical tumor, uterine polyp, excessive menstruation, cervical polyp, vaginitis, pelvic pain, heavy periods, overweight, hypothyroidism, hodgkin's disease and diabetes since (B)(6)2017. Concomitant products included levothyroxine sodium (levothyroxin) since 2009 and warfarin sodium (coumadin) since 2016. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2009, the patient experienced nausea ("nausea"). In (B)(6)2010, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal pain ("inner vagina pain"). In (B)(6)2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), headache ("migraines / headaches"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with glyceryl trinitrate (nitroglycerine), levothyroxine sodium (levothyroxin), metformin and surgery (bilateral salpingectomy because essure coils are adherent to the tubes because of scarring). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, mood swings, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal infection, headache, migraine, nausea, allergy to metals, vaginal discharge, fatigue, alopecia, weight increased, abdominal pain, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of removal was reported (B)(6)2018, now in current pfs(B)(6)19), date of removal was (B)(6)2018. Plaintiff states that she experiences abdominal pain and vulvovaginal pain during cycle and at the time of intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in (B)(6)2009: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Reporter's information was added. Patient's demographics were added. Added event mood swings, abnormal bleeding (vaginal, menorrhagia), hashimoto, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginitis, migraines, headaches, nausea, nickel allergy, pain, vaginal discharge, fatigue, hair loss, weight gain, back pain, inner vagina pain, abdominal pain. Updated outcome of events. Updated event onset date. Concomitant condition, concomitant drug, treatment drug were added. Lab data were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in (B)(6)2016, hodgkin's disease, perineal pain, pelvic pain and scarring. Current weight 220 lbs. Concurrent conditions included diabetes since (B)(6)2017, abdominal pain, right lower quadrant pain, nausea, vomiting, hyperplasia, benign cervical tumor, uterine polyp, excessive menstruation, cervical polyp, vaginitis, pelvic pain, heavy periods, overweight, hypothyroidism and hodgkin's disease. Concomitant products included levothyroxine sodium (levothyroxin) since 2009 and warfarin sodium (coumadin) since 2016. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2009, the patient experienced nausea ("nausea"). In (B)(6)2010, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal pain ("inner vagina pain"). In (B)(6)2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), headache ("migraines / headaches"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and pelvic discomfort ("discomfort"). The patient was treated with glyceryl trinitrate (nitroglycerine), levothyroxine sodium (levothyroxin), metformin and surgery (bilateral salpingectomy because essure coils are adherent to the tubes because of scarring). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, mood swings, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal infection, headache, migraine, nausea, allergy to metals, vaginal discharge, fatigue, alopecia, weight increased, abdominal pain, back pain, vulvovaginal pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of removal was reported (B)(6)2018, now in current pfs (B)(6)19), date of removal was (B)(6)2018. Plaintiff states that she experiences abdominal pain and vulvovaginal pain during cycle and at the time of intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in (B)(6)2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic discomfort. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. New event: discomfort was added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.